Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted rectal resection surgical procedure, the permanent cautery hook instrument had a thread of the hook at the front of the tip torn and wires were sticking out. Prior to noticing the issue, the surgeon experienced the rotation issue. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have broken distal pitch cables at the proximal clevis hole. The broken cable segments that contain the crimp were still installed in the clevis. The cables were fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable exhibited abnormal sharp edges or damage that would have contributed to the cable breaking. Mechanical indentation to the proximal clevis is the affected surrounding component. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.